Event description:
It was reported that a new ilet user experienced sustained hyperglycemia with blood glucose reaching approximately 400 mg/dl despite pump delivery, paused the pump due to feeling unwell, administered two manual correction injections of 5 units about 45 minutes apart, changed the infusion set twice with fresh insulin, confirmed cartridge volume was decreasing, then resumed pump use with glucose trending down to approximately 286 mg/dl. Symptoms included hyperglycemia. Outcomes included continued monitoring with improvement after resuming therapy. Investigation included user troubleshooting, site changes, and continued glucose monitoring guidance. Investigation of this case revealed no device malfunction identified, with guidance provided that glucose improvement may take 90¿120 minutes after a site change and to continue fingerstick checks while monitoring downward trends. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.